Event description:
Additional information received that the cause of the failure to open was not determined. The middle of the pipeline did not open. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, by repeatedly performing push-pull maneuvers, retrieval, and redeployment operations. There was no allegation or damage against the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis inside the dispenser coil, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. No bends or kinks were found on the pusher wire. The braid¿s distal end was open and frayed, while the proximal end was tapered and frayed. The braid¿s middle section was fully open without damage. The phenom 27 catheter tip and marker were in good condition. No damage to the catheter¿s body was observed. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured according to specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle section of the returned pipeline flex braid was fully open without damage. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, which was ruled out as a potential cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged by over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and distal hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. In addition, there were no complaints about the returned phenom 27 catheter, no issues encountered during testing, and no damage was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery c4 segment aneurysm, with a max diameter of 7 mm and a 10 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.5mm distally and 5.0mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. The pru level was normal. The postoperative ped apposition good, blood stasis within the aneurysm. The access vessel was the right femoral artery, with 4mm diameter. It was reported that after adequate hydration, the stent ped-500-18 was delivered to the phenom catheter, but the dense mesh tip stent could not be opened. The surgeon attempted multiple times, deploying it just before the recovery marker, and repeatedly pushed and pulled, but it still could not be opened. As a last resort, it was replaced with ped-500-20 size for treatment, which resulted in successful deployment and good apposition to the wall the pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229551465); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.